Event description:
The pt stated "3.00" and "77" were displayed on the screen of her infusion device. The pt was using a recalled power pack. She was advised to discard of all recalled power packs. The pt was instructed to insert a corrected power pack and the infusion device functioned properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.